Event description:
(B)(6), operating room mgr at the hosp, reported that "during a surgery, the tip of the screwdriver fractured into the screw, which remains into the pt."

Manufacturer narrative:
Method - mfg record review, complaint history analysis, labeling review and risk assessment. Result - a thorough investigation could not be performed due to the unavailability of the implicated device. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: (B)(4) previous records have been received. Investigations into past complaints concluded that the failures were the result of user-error. The surgical technique also states that "the screw extractor must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Excessive tightening could also result in the deformation of the instrument distal tip. Risk assessment: there were no adverse consequences to the pt as a result of the reported event. The instrument tip is made from biocompatible material to mitigate the risk of it remaining in a potential pt. In the absence of the reflex-hybrid screw extractor, the reflex-hybrid revision driver can be used to extract screws. Conclusion: it believed to be the result of user-error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.